Manufacturer narrative:
On (B)(6) 2016 it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose (bg) level was impacted (325 mg/dl) the customer stated to still have insulin on board prior to the malfunction alarm and will wait for that to stabilize bg level. The customer was able to clear the malfunction alarm. It was indicated that the customer would continue to use the pump until a replacement arrives. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.